Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/06/2017 that on (B)(6) 2016, that the patient experienced a skin reaction at the sensor placement site. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as redness and itching. Affected area was treated with triamcinolone acetonide cream, prescribed on (B)(6) 2016. At time of contact, patient is in good condition. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, that the patient experienced a skin reaction at the sensor placement site. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as redness and itching. Affected area was treated with triamcinolone acetonide cream, prescribed on (B)(6) 2016. At time of contact, patient is in good condition. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.